Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The physician suspected rv lead damage occurred during a fall the patient experienced unrelated to the rv lead and device. It is unknown if diagnostic imaging was performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.